Event description:
The hosp reported that during an off pump procedure, the stabilizer did not connect to the retractor. A replacement device was used to complete the procedure. No pt involvement reported. The device was returned in 2003 with pieces of broken baffle. Failure analysis verified that the unit was received with multiple broken plastic pieces.